Manufacturer narrative:
Initial and final MDR 1878403 - MDR 3003442380-2024-05380 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three insertion without removing needle guard events . The events occured within 3 hours of insertion.the insertion site was at the abdomen. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.